Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they originally had a communication problem with the pod before noticing a burning smell emanating from the device. The reporter stated the pod was warm to the touch after bringing the device outside for about an hour. The patient was using an op5 controller and was getting messages that it could not connect. The patient was able to activate a new pod successfully.